Manufacturer narrative:
Serial number not provided as the site stated that the serial number was no longer visible on the controller, and were unable to verify. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with covid-19. The patient was also noted to have had low voltage advisories and no external power alarms during their admission. It was determined that this kind of issue could be linked to the controller or the controller power leads. The controller was exchanged on (B)(6) 2020. It was reported that there was build-up on the metal connection of the driveline that, on first attempt, prevented the nurse from connecting it to the new controller. The nurse had to use alcohol wipes to clean off that portion of the driveline in order to make the exchange. It was noted that the controller was in rough shape, was very dirty and appeared to have water damage inside the screen. It was reported that the controller exchange did resolve the low voltage, and no external power alarms. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and no external power alarms were confirmed via the log file. A review of the log files spanned approximately 10 days ((B)(6) 2020 per time stamp). From (B)(6) 2020 to (B)(6) 2020 while connected to batteries and the power module, there were intermittent power cable faults on both power cables not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. Rsoc voltage fluctuated and were under acceptable voltages during these events. The no external power alarm activated on (B)(6) 2020 at 11:59, 22:07, and (B)(6) 2020 at 14:50 while connected to batteries and the power module. These coincided with some power cable disconnect alarms. The backup battery was able to provide power during these events. These alarms cleared shortly after activating each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller, serial (B)(6), was functionally tested and failed multiple steps. The controller returned with a punctured black power cable with fluid ingress. It was opened to further investigate the damage and an abundance of fluid ingress was observed. A dislodged j3 connector was observed. Based on the controller¿s condition, it can be concluded that the controller was exposed to a condition beyond standard use. It is reasonable to conclude the ingress of this contaminate would result in the failure of any solder connection. A root cause for the reported alarms was not conclusively determined through this analysis; however, it was consistent with the cable damage and fluid ingress observed. Incidental findings: kinks on both cables, a puncture on the black power cable, fluid ingress, damaged strain relief. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 30nov17. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The difficulty inserting driveline event has been reported under manufacturer report number: 2916596-2021-01705. Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms were confirmed via the log file. A review of the submitted log file spanned approximately 4 days ((B)(6) 2020 per time stamp). From (B)(6) 2020 at 11:04 to the end of the log file while connected to batteries and the power module, there were intermittent power cable faults on both power cables not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. Rsoc voltage fluctuated and were under acceptable voltages during these events. The no external power alarm activated on (B)(6) 2020 at 11:59 and 22:07 while connected to batteries and the power module. These coincided with some power cable disconnect alarms. The backup battery was able to provide power during these events. These alarms cleared shortly after activating each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis but was exchanged. The serial number was unable to be retrieved from the controller per the additional information. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.